Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1(initial reporter, event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the ac power cord reel (d012-00-1688-24), the cart bulk power supply (d014-00-0258) to resolve the issue and implemented the fa358 and unit tested to be ok. The fse also noticed that the thermal array chart paper needs to be replaced (d683-00-0422-02) so he replaced it. The thermal paper will be charged to getinge service as this is for internal testing purposes. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) was not able to charge. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site name: (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) not able to charge. No harm to the patient.